Manufacturer narrative:
Based on the claim against the product by the customer noting the system experienced a non-recoverable fault, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse stated the distal set up joint (sup) was most likely not the issue. After the fse replaced the part, the issue returned. The proximal suj was replaced to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The pn: (B)(4). (Distal set up joint) was analyzed and found the reported problem was replicated on system triggering error 25730. First power up did not show any errors. Second power up was fine until exercising the arm triggering recoverable fault. Rfe logs showed multiple errors related to distal including 25730. Also, the reported problem was determined intermittent by fse on suj. Unit was placed on pftp and passed all tests. As a precaution the act will be replaced. The complaint regarding a non-recoverable fault was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Isi did receive device pn: (B)(4). (Proximal set up joint), however, at this time, evaluation is not yet complete. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi tse. Investigation revealed error 307 that may have been related to the system issue. Procedure logs confirmed system sk3491 was used on (B)(6)2022 for a sigmoid colectomy procedure. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is being reported due to the following conclusion: the customer disabled an arm after the start of the procedure due to an error 307. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system experienced a non-recoverable fault. The operating room (or) staff undocked from the cannula before calling. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised to power cycle the system, emergency power off (epo), and circuit breaker down on the patient side cart (psc). The faults returned upon power up. The tse reviewed onsite and found error 307 on distal set up joint (suj) on arm 4. Or staff stated the other psc was currently in use and the tse advised the or staff to press and hold arm 4 instrument clutch button while system powers on. The or staff stated the system powered and homed with "button" fault on power up. The tse instructed the or staff to follow system prompts to disable arm 4 and it was successfully disabled. The or staff recovered from the fault and the "davinci is ready" message occurred. The surgeon proceeded with arm 1, arm 2 and arm 3. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The second part that was replaced, pn: 380661-22 (proximal set up joint) (suj) was analyzed and found the reported problem was unable to replicate the issue. Errors logs show 1007 errors pointing to distal suj not proximal. The proximal suj unit was placed on in-house system and did not trigger any errors. The unit was placed on the test platform machine, and it passed all tests. No issue was found on this unit.